Manufacturer narrative:
No sample has been returned for evaluation for the report of a knife would not cut therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4)

Event description:
Additional information received further clarified that there were multiple, regular occurrences of the knives cutting badly during surgery with an occasional descendant flap next to the incision site experienced. In some cases, an alternate knife was obtained in order to complete the procedure. In all cases, the procedure was successfully completed. The knives were reportedly removed from their protective tray by the surgeon at the time of use in order to minimize device manipulation.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that a knife was blunt and did not cut. Procedure details, patient involvement and patient impact information is unknown.